Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 38 mg/dl. Customer¿s current blood glucose value was 81 mg/dl. Troubleshooting was dose for low blood glucose and over delivery. Customer has been treated with insulin pen and water. Customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. The customer states the drive support cap appears normal. The insulin pump will not be returned for analysis.